Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Visual inspection found that the membrane was torn, the cap of the drop sensor connection was broken and missing and the device was dirty. During device log review, no infusion on (B)(6) 2024 was found. Flowrate test related to the reported event was carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Internal inspection found traces of dry liquids in normal areas, boards appear good, traces of dry liquid on the pumping block, a sticker with the next service due date informs february 2020 and that the membrane is torn. As it was noticed that the preventive maintenance was well overdue (2019). Quality control was not performed in view of the pump maintenance. The reported event could be confirmed by the state of the membrane. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: email (formal) pump return. Volumat mc agilia sn that was involved in a clinical incident, over infusion, in (B)(6) 2024. Pump have been tested it here in the workshop but we have not identified any problems (apart from a holed membrane). Flowrate settings: vtbi 250ml rate 8.2ml/hrs. The bag contained total parenteral nutrition (tpn) essentially food. Size of bag? 250ml. Any alarms? No alarms. Any consequence patient? No permanent harm to patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.